Event description:
The account alleged that the brakes were not locking tightly on this bed.

Manufacturer narrative:
The technician found when the brakes were set, the wheel would still roll and the caster would also swivel. The technician replaced the brake detent and adjusted the brake casters to repair the bed.